Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the surgeon, the root cause of the reported issue of lens damage is attributable to the insertion device, where the plunger overrode the iol. (B) (4)

Event description:
The physician reports that during cataract surgery, the crystalens haptic tore during delivery using the crystalsert lens injector system. Intervention was performed in order to enlarge the incision and remove and replace the lens. A second iol was implanted successfully and the patient's prognosis is excellent. Reference MDR #2031924-2010-00103.